Event description:
It was reported that the gantry angle displays 60 degrees, but dose is calculated for 170 degrees angle. There was no indication of mistreatment. The allegation could not be investigated, nor a root cause determined, because of lack of data. There is no evidence of a malfunction.

Manufacturer narrative:
Monaco version 3.30.00.